Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone18.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and high ketones on (B)(6) 2026. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod on the arm between 24 and 36 hours. The patient reported that when they receive the insulin, they feel a burning sensation on their arm. The patient was not treated but was kept in the hospital under observation. The patient was discharged on (B)(6) 2026.